Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/6/2020. Additional information was requested and the following was obtained: what is the lot number? Lot number is unknown as device was discarded. What was the thawing process used? Warm bath. I. Temperature: around 98.6f. Ii. Time: 5 minutes. Iii. The product has been thawing in water batch with or without blister: thawing without blister. How many units of airless spray tip came with the original packaging? 3 airless tip sprayers in the package. How many times was the tip changed? The airless tip wasn¿t changed because the applicator couldn¿t be attached due to the crack.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 device not returned . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? What was the thawing process used? Warm bath: temperature: time: the product has been thawing in water batch with or without blister: room temperature: temperature: time: how many units of airless spray tip came with the original packaging? How many times was the tip changed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic nephrectomy procedure on (B)(6) 2020 and fibrin sealant application device was used. The surgical technician attempted to remove the applicator from the fibrin sealant application device and replace it with the laparoscopic applicator. She turned the luer locks in the same direction at the same time and heard a crack. The open tip applicator then broke. A second fibrin sealant application device was removed from the freezer and opened onto the sterile field. She attempted to loosen the luer locks again and it was difficult. She let the applicator come to room temperature and was able to remove the open tip and replace it with the lap tip. No adverse patient consequences were reported. Additional information was requested